Event description:
Left knee swelled up, left knee pain, left knee effusion, difficulty sleeping. Info was recieved in dec. 2005 from a physician via another hcp reading a pt with a medical history of arthritis pain, who experienced her left knee swelled up, left knee pain, and difficulty sleeping. The pt began treatment with synvisc in nov. 2005. The pt received one synvisc injection into the left knee in nov. 2005. She reported that her left knee swelled up, and she experienced knee pain so severe that she had difficulty sleeping. The pt decided not to continue the synvisc series. At the time of this report, the pt's outcome was unk. The physician had not assessed the relationship of the events to synvisc. Additional info was received in dec. 2005 from the physician. The pt had a medical history of grade iii, moderate osteoarthritis in the left knee for five years, with joint narrowing and osteophytes. Previoues treatment included nsaids and steriods. Ten ml of effusion was collected prior to the first injection of synvisc. Following the injection, the pt experienced left knee pain, swelling and effusion. The effusion was aspirated and the pt was given a kenalog injection. The physician did not provide casuality assessment. At the time of this report, the pt's outcome was unk.